Manufacturer narrative:
(B)(4). Date sent: 08/30/2021. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload from top view and all drivers were up (fully fired). The second photo shows a drawing with four no staples at distal end. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2021. D4: batch # u5f302. Additional information: during lar surgery (rectum transaction), only proximal part was stapled and distal part & outer raw had no staple. The patient was in a very dangerous situation due to incomplete firing and proceed reconstruction anastomosis after irrigation due to risk of infection. The surgery was changed to ileostomy after suction. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damaged and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. Also, the anvil and washer were returned detached and inside of a plastic bag. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device performed without any difficulties noted, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. This condition is related to improper use of the reload. Should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/09/2021. The device was sent for additional evaluation. Upon arrival, one cs40g disassembled cartridge was received in the rdl materials lab. The anvil was examined using optical microscopy and the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The anvil showed less titanium deposition than was expected. The cartridge was examined using the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. Each driver on the cartridge was examined and titanium (ti), aluminum (al), and vanadium (v) particles were found on all. The surface of each driver also shows the roughened area associated with a staple being deployed. Spectrum 1-4 are examples of the analysis for randomly selected driver locations though out the cartridge body. The presence of staple alloy on the surface of every driver along with the roughened area suggests that the cartridge was fully loaded with staples.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Hand-drawn photo was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information received: lot of this cs40g is u95y1n. During open lar while transecting rectum stump, the surgeon noticed incomplete firing on rectum side. According to the interview and the picture attached, the drivers were all pushed up but some part of the staple lines were missing actual staples. (Based on the conversation our sales rep had with the surgeon, I drew where there were no staples in the attached). Additional information was requested, and the following was received: clarification needed: did the device fully cut and only partially staple? No, only partially stapled. What were the indications for surgery? Lar. Did the patient receive any preoperative chemotherapy or radiation? It¿s unknown. When was the staple retaining cap removed? Yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? The surgeon positioned rightly and used device as odp. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? It¿s unknown. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? The transection was done in one . Can more information be provided about staple form? Proximal part¿s stapling were b-shaped , but there were not staples at the distal part. Is the ileostomy temporary or permanent? I heard that it was temporary. What is the current status of the patient? The patient has been discharged, and the surgeon continues to care. Clarification needed: did the device fully cut and only partially staple? No, only partially stapled. What were the indications for surgery? Lar. Did the patient receive any preoperative chemotherapy or radiation? It¿s unknown. When was the staple retaining cap removed? Yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? The surgeon positioned rightly and used device as odp. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? It¿s unknown. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? The transection was done in one . Can more information be provided about staple form? Proximal part¿s stapling were b-shaped , but there were not staples at the distal part. Is the ileostomy temporary or permanent? I heard that it was temporary. What is the current status of the patient? The patient has been discharged, and the surgeon continues to care. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lar surgery (rectum transection), only the staple proximal part was stapled, the distal part was stapled and the blade is fired. Also the patient was in a very dangerous situation, and the surgery was changed to ileostomy after suction.